Event description:
During preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to comple the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection shows that the seal is not cracked, no non-conformities found. The complaint is not confirmed.